Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer was having consistent low blood glucose readings. Customer didn't know if he had diet changes that were affecting this. Customer's blood glucose was 2.7 mmol/l. Customer stated that he has treated with food. Customer stated that he went on a controlled diet. Customer cut carbs out and stated that this coincided with the low blood glucose readings, especially overnight. Customer was advised to disconnect from the pump. Customer stated that the drive support cap appears normal. Customer stated that the most recent set change was 2 days ago. Customer's pump had an incorrect date setting and was assisted with correcting to the current date. Customer adjusted basals to correct for low blood glucose. Customer stated that the pump was not exposed to any strong magnetic fields or mris. Customer was advised to speak with a health care professional regarding the low blood glucose and to monitor the pump.